Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h6, h11. The following sections were corrected: g2. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Kelly, t., morse, l. J., wustrack, r., zimel, m. (2024) proximal tibia hemiarthroplasty reconstruction following resection of malignant bone tumors in skeletally immature patients. Journal of the pediatric orthopaedic society of north america (posna) 9(100118)1-7 https://doi.org/10.1016/j.jposna.2024.100118. A2 - the patient's age at the time of the initial procedure was 8 years old. B3 - event date - date of publication. D10 - concomitant devices - unknown custom orthopedic salvage system compress tibia catalog #: ni lot #: ni, unknown orthopedic salvage system compress anchor plug catalog #: ni lot #: ni, unknown orthopedic salvage system compress spindle catalog #: ni lot #: ni, unknown orthopedic salvage system compress taper adaptor catalog #: ni lot #: ni. E1 - correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was converted to a rotating hinge knee arthroplasty to address valgus instability, pain and radiographic signs of erosion of the lateral femoral condyle approximately sixty-six (66) months post-operatively. During the procedure, the lateral cartilage wear was grossly visible. No additional patient consequences were reported. Attempts have been made, however, no additional information is available.